Manufacturer narrative:
Device evaluated summary- visual and microscopic examination of the returned implant revealed the female hex of one of the set screws has been stripped. The edges have been rounded off and deformed. This type of damage is consistent with torsional overload. This device is not marketed in us. However, similar device with product number 7752529 and 510(k)# k082728 is marketed in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with ossification of the posterior longitudinal ligament of the cervical spine involved in posterior cervical fusion procedure. It was reported that during procedure, at final tightening, the lower thread part remained in the screw head and was placed inside the body. The implant broke and thread part at the bottom of the set screw remained in the screw head, fragment left in the patient's body. Explanted partially. Product was used correctly according to the directions given in the IFU/labeling. On 2021-jan-29, received additional information that there was no malfunction with the crosslink and screw connector. With the reported mas set screw, the thread part was remained in the patient; the upper crown part was removed. There was no revision surgery planned/scheduled. There was no delay in overall procedure time. Further, there were no patient symptoms or complications reported as a result of the event.